Manufacturer narrative:
No issues were found that would result in the cannula dislodging. The cause of the reported dislodged cannula could not be determined. No evidence of damage was observed to the fully deployed cannula to cause the reported leaking during wear, as confirmed following a leak test for the entire fluid path. All adhesive pad welds were intact, and the adhesive pad was fully attached. The cause of the reported failure to adhere could not be determined. An 0x18 empty reservoir alarm was generated and confirmed after inspection of the reservoir.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was leaking causing the adhesive to become wet, falling off the infusion site (arm) and causing the cannula to dislodge.